Manufacturer narrative:
(B)(4).this complaint for a report of a leak was not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during prime. The home patient (hp) stated that she had fluid on her floor and wanted to know if she should start over with a new set up. The technical service representative (tsr) advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. She stated that the leak was coming from the patient line, but she was not sure from where. She was not sure if it was an overprime or not. She did not notice anything unusual about her supplies at all. There were no samples available and she did not recall the lot. Therapy has been going well since, and there were no adverse effects reported in relation to this event. No inadvertent exposure was reported.